Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reported midodrine 5mg tabs able to scanned and recognized but unable to pull meds for the patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reported midodrine 5mg tabs able to scanned and recognized but unable to pull meds for the patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner failed. A technical support specialist (tss) checked the med application log for the station and found a debug error indicating the barcode scan was ignored due to scanner programming. The tss advised the customer to scan a provided barcode to reset the settings. After scanning, the customer confirmed that everything was working properly. The system functioned as intended after the technical support specialist troubleshot the device.